Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The cuff was replaced with a 5.0 cm cuff. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter (aus) approximately 3-6 months post implantation. The aus cuff was removed and replaced with a new one. The patient is recovering well post surgery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.